Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail reporting a small metal pin came out of his/her mouth when he/she gargled, and it seemed to be a toothbrush part. No injury was reported.